Manufacturer narrative:
Upon detailed analysis, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial analysis revealed that the device failed longevity calculations. No adverse patient effects were reported.